Event description:
It was reported to boston scientific corporation that a stonetome was used during procedure performed on (B)(6) 2023. During the procedure, "the cutting wire part got separated." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.